Manufacturer narrative:
Corrected information: the report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing; the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 27 aug 2010. It has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. The platform was connected to the autopulse vision software and revealed a system error 136 (internal parameter corrupted) message. The archive data was unable to be downloaded and a review was not performed. It was indicated that the processor board was defective. As part of routine service during testing, the platform was examined and found no physical damages. Upon customer approval, the processor board will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that a system error - out of service error message was observed on the autopulse platform (B)(4) display screen when the platform was powered on during shift check. No patient involved with this event. No further information was provided.